Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the staple line came apart and the doctor had to switch to an open procedure. The doctor was able to hand sew the staple line. Operative time was delayed by 45 minutes and additional blood loss was reported as 800-1000cc. A transfusion was performed using two bags.